Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had damage. The customer¿s blood glucose was unknown. The customer was not assisted with troubleshooting. The customer states that the insulin pump would notify that it delivered insulin but it did not, insulin pump had unexplained no delivery alarms, sometimes insulin pump stop working and customer had to restart, plastic was broken off from battery compartment and insulin pump did not give alarms if giving too much or little insulin. The device will not be returned for analysis.